Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said last tuesday they felt a weird sensation that got very intense all day long. Patient said when they got home, they turned their stimulation off and tried to turn it back on, but nothing was happening. The patient thinks the implanted neurostimulators battery is depleted. Patient confirmed they were able to sync to the implant after they felt the unexpected stimulation. Agent reviewed that if they could sync to their implant, it is not depleted. The patient was redirected to their healthcare provider to further address the issue.